Event description:
It was reported on (B)(6) 2012 that atrial output ceased for 8 seconds during redeployment of the right ventricular lead. On (B)(6) 2012 failure of atrial pacing was observed; the output was increased form 3.25v at 1.0ms to 5.0v at 1.0ms. On (B)(6) 2012 atrial threshold was measured at 0.75v at 0.5ms prompting the pacing output to be changed to 3.5v at 0.5ms. The pt was symptomatic and presented in hospital on (B)(6) 2012. The pulse generator and leads were explanted and replaced on (B)(6)2012.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Complaint could not be confirmed. All electrical and mechanical measurements were within standard device specifications.